Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics and motor noted. Pump received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.